Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service and repair center. The reported malfunction regarding the excessive flow from the device could not be confirmed. Operational and diagnostic, found worn fingers on complete pressure adjusters that is causing the unit to not hold pressure correctly. However, the repair and testing of the unit will not be completed at this time because there is no need for it in the pool due to excess units in the pool at this time. Unit placed into long term hold. The pressure adjusters have become worn due to the normal wear that might have occurred over prolonged use over time. This product (284580, serial : (B)(4) was manufactured by fms prior to closure, hence an mre cannot be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the biomed via phone that the fms dou pump, the lactate poured into the knee. They have not been able to duplicate issue and want to have the pump looked at. This did not cause patient harm or any delay in case. Additional information received from the affiliate reported the pump started out working fine. But during the procedure, excessive fluid rapidly started to present itself. It was reported that the surgeon was unable to slow the flow down. A nurse informed the affiliate of possible sensor or perhaps fluid reservoir was overfull. Additionally it was reported that the surgery was successfully completed by using a new machine and starting over. The pump will be returned to be assessed. The affiliate also reported that the patient did receive an abundant amount of fluid for an undetermined amount of time but there were no patient consequences reported.